Event description:
A report was received that a pt underwent a pocket revision procedure due to pocket site discomfort and swelling. The ipg was "bumping the 12th rib" so the physician relocated the pocket site to the pt's left buttock. The pt was reportedly doing well post-operatively.

Manufacturer narrative:
This is the final report.